Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Upon investigation on sept 30,2025 the returned abutment was identified as an unknown encode abutment. Zimvie received one (1) unknown encode abutment for evaluation. Visual evaluation of the as returned devices identified the encode abutment with signs of use and was seen attached to the implant; however, the encode abutment's drive feature was observed severely damaged, likely due to the removal process attempts and could not be release from the implant. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown encode abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is excessive torque applied - customer error. Therefore, based on the available information, a device malfunction did occur. The reported event (does not disengage/release) was confirmed with all the available information. The reported event (damaged other) is non-reportable since the damage to the abutment was caused during the removal process attempts. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported the encode in the implant could not be disengaged, and the implant had to be removed. They tried to place a new implant, but the attempt failed due to lack of primary stability. Procedure wasn't completed. Bone type: IV. This report refers to stuck event.